Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 4194 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that eleven days after implant, the device was toning and atrial lead dislodgement was noted. The patient complained of dizziness and malaise. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.